Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the date and to provide the completed investigation results. In the initial report it was reported that the date of event was (B)(6) 2019 however the correct date is (B)(6) 2018. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a angio-seal device did not deploy. Additional information was received january 25, 2019: it was reported manual compression was performed for hemostasis. The patient was reported to be fine. Additional information was received january 28, 2019: the physician deployed the angio-seal sts without any interruptions, however after the suture was cut and the device was deployed, bleeding occurred. Manual compression was held and the patient was sent to recovery. No post angiogram was performed. The angio-seal was deployed in and was left in the patient, the patient left a couple of hours after recovery. The patient did not experience any additional problems nor needed any additional surgery. The procedure performed was an angioplasty of lower extremity (pta balloon and laser atherectomy device also used). Patient was in stable condition. A 5fr. Sheath was used. The blood loss was less than 250cc.